Event description:
It was reported to boston scientific corporation that a mantis clip was used during a duodenal emr procedure performed on (B)(6) 2024. During the procedure, the mantis clip was used to bring the center of the wound together, then a different clip was used to close the wound. The endoscopic image was checked, and it was found out that the mantis clip was dislodged. The procedure was completed with another mantis clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Imdrf device code a051201 captures the reportable event of clip dislodging.